Event description:
The harmonic scalpel was used to remove the left tube and ovary. All ligaments were cut and cauterized with the harmonic scalpel. No bleeding was seen within the abdomen, patient tolerated the procedure well and was discharged home without difficulties. The patient was discharged after meeting post surgery discharge criteria. It was learned later that the patient was admitted to another facility for bowel injury. We are not able to confirm the causative factors and basis for the re-admission to another facility. The involvement of this medical device was considered remote but it is submitted for proactive patient safety medical device reporting and review. In house stock supply of this device includes reprocessing and new devices. We were unable to confirm whether the reprocessed or new device was used in this case.